Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Spring detached from inner housing of instrument.

Manufacturer narrative:
Examination of the returned device confirms the complaint; the spring component is missing. A complaint database search on the provided product family identified a trend of damaged/missing spring component. The root cause is attributed to product design. Eco-424484 was implemented on (B)(4) 2013 to replace the spring component with 4 bal-plungers on all reclaim tool adaptors. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.